Event description:
This report was received from a (B)(6) physician and concerns a (B)(6) female patient ((B)(6)). On (B)(6) 2014 the patient was injected subcutaneously with a total of 1.3 ml (0.65 ml each side) of radiesse dermal filler into both cheekbones and cheeks for softness and skin atrophy. Batch number was reported as 100067307. Number of injection points was reported as four (two injection points per side). On (B)(6) 2014, she developed inflammation of the right cheekbone, only with a slight induration in central point (area of deposit of the product). Reportedly, she did not suffer from general symptoms, e.g. Heat, redness or discomfort on palpation. The reporting physician suggested traumeel (homeopathic nos) ointment and to monitor the course. On the same day, few hours later, the patient complained of hemifacial edema, but she had no general symptoms, no itching, no heat, no redness or pain. She was referred to the emergency room (ER) as it was possible for the reporting physician to evaluate her due to weekend. There, treatment with corticosteroid urbason (methylprednisolone) 1m 40 mg and antihistamines was started. No blood analysis was performed; paranasal sinus x-ray was normal. She was sent home afterwards, where treatment with urbason (methylprednisolone) was continued with 40 mg by oral route. On (B)(6) 2014, the patient woke up in a similar status, but became worsening as the edema was spreading to the other part of the face. She returned to the emergency room (ER) where she was treated intravenously with glucocorticoid, namely urbason (methylprednisolone) 40 mg and corticosteroid actocortina (hydrocortisone sodium phosphate) 200 mg. The patient experienced a light improvement afterwards but after some hours of monitoring, the edema increased again. She did not suffer from erythema and heat, but had slight redness due to distension. No blood analysis was performed. The antibiotic treatment was stopped (amoxicillin, which she was receiving for eight days because of sinusitis). She was diagnosed with possible hypersensitivity reaction/allergy to radiesse with secondary palpebral angioedema. She was transferred to another hospital. In the other hospital a blood analysis was performed with neutrophilia 10.17 (1.5-7.5). She was treated intravenously with adrenaline (epinephrine), 1m 0.3 ml, urbason (methylprednisolone), 40 mg and ranitidine (ranitidine hydrochloride) 50 mg. She was diagnosed with adverse reaction to radiesse. The hypersensitivity reaction was discarded. She was sent home with corticosteroid treatment (prednisone), which was prescribed in a decreasing schedule for one month. The patient improved during the day. On (B)(6) 2014, the reporting physician evaluated the patient. She suffered from facial bilateral edema including inferior palpebral edema without induration, redness, heat or discomfort. The outcome of the event was considered not resolved. The reporting physician diagnosed a possibly masked infection due to amoxicillin treatment and bad progression because of corticoid treatment. However, in the opinion of the reporting physician, the notable improvement since the antibiotic has been suspended and the patient has been treated with an increasing dosing of corticoids, was surprising. Therefore, an immunologic reaction could not be ruled out. Corrective treatment included azithromycin 500 mg for 3 days, prednisone 90 mg decreasing dosing for 15 days and ibuprofen 600 mg 3 times daily. In the opinion of the reporting physician, the occurrence of the event was related to treatment with radiesse dermal filler.

Manufacturer narrative:
Follow-up information was received on (B)(4) 2014: subclinical soft tissue facial infection masked by corticosteroids was confirmed as diagnosis by the physician. Reportedly, the reaction was severe not because of the infectious process but because of the multiple and repetitive corticosteroid treatments that masked the symptoms, made the diagnosis more difficult and the response to the antibiotic poorer. On (B)(4) 2014 the following information was received: reportedly, the diagnosis was confirmed as subclinical soft tissue facial infection. The outcome of the event was still considered as not resolved. The device history records for the radiesse lot 100068307 were reviewed. All required testing specifications were met prior to release. No non-conformances were discovered that would have contributed to this event.